Event description:
Endobutton drill bit distal end broke off in femur; per sales rep. This device was never used prior to this issue, he was present during this case and he saw nothing out of the ordinary, and he believes the hardware will stay in the patient. Sales rep. Indicated that the surgeon did attempt to retrieve the broken piece however was unsuccessful in doing so. It is unknown at this time if additional surgery was scheduled for removal. He will visit the surgeon next week and if there is any update he will contact us.

Manufacturer narrative:
During our evaluation the following observations were made; the complaint was confirmed, the tip has broken off. The device is severely bent. The device was measured, the runout is out by .020; there are score marks from the tip for about an inch. Conclusion: no conclusion could be made for the reported device failure. (B)(4).

Manufacturer narrative:
Device is not being returned for evaluation. (B)(4).